Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Bacterial growth in the fluid which fills the balloon. Rapid release of this fluid into the intestine could cause infection, fever, cramps and diarrhea.

Event description:
Reported as: a patient had the orbera intragastric balloon placed, and after a period, "patient presented with symptoms of vomiting. An endoscopy was performed, evidencing fungal colonization and hydroaereal level (liquid and air inside the balloon), characteristic of balloon hyperinflation." The device was removed.

Manufacturer narrative:
Device evaluation summary: the device was returned for analysis, and a visual examination was performed. The received balloon was deployed, and the shell was noted to be discolored, as it was light blue in appearance. A valve test was performed, and when di water was injected into the valve, the flow of fluid was continuous and unobstructed. An air leak test was performed, and leakage was noted from one opening on the anterior of the device. Under microscopic analysis the opening, measuring approximately 1.0 inches in length, was noted to have striated edges, consistent with damage from a surgical tool and device removal activities. Brown and yellow particulate matter was noted in the valve channel.